Event description:
It was reported that two months post implant, elevated thresholds were noted on the right atrial (ra) and right ventricular (rv) leads. The patient was brought in and it was determined the ra lead had dislodged and the rv lead was noted to have a loss of slack. The ra lead was explanted and replaced. The rv lead received additional slack and was repositioned. Three days later, it was noted that the fascial structure was very loose. When the patient was lying down there was no issue noted but upon standing and moving in the upright position the implantable cardioverter defibrillator (ICD) migrated resulting in the dislodgement of the newly implanted right atrial (ra) lead and rv lead. The physician opted to explant and replace the ra lead and device. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.